Event description:
A cartridge alarm was reported by the customer, displaying a blood glucose level described as "high," though the specific value was unknown. There was no report that the high blood glucose level had an adverse impact. The customer had not taken any corrective actions at the time of the call, but tandem technical support confirmed a replacement pump would be sent. The customer was in the process of obtaining a new tandem pump and was advised on how to use a temporary loaner pump with updated software. The necessary agreements for the loaner pump were completed, and no additional third-party assistance was required.